Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular rv lead, indicated the criteria for the rv lead integrity alert were met, indicated the impedance on the rv pacing lead was beyond the expected upper range, and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The 2756 v-sics recorded over the last 12 days, 6 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from 27 to (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016. Rv pace impedance steady at approximately 525 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.